Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Analysis found no moisture damage inside the insulin pump. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 108 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.